Manufacturer narrative:
8/4/97-supplemental report #1 submitted to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the needle tip broke. The surgeon used another suture to complete the procedure. The hospital has reported that no pt injury occurred.